Event description:
The manufacturer received information alleging a trilogy evo ventilator failed to sense and display values correctly. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's spontaneous breathing detection was poor. The device failed test steps indicating the measured tidal volume flow verification failed. The device's machine flow sensor was replaced to address the issue. In addition, unrelated to the reportable malfunction the air inlet foam filter was replaced due to observed dirt contamination. The device passed final testing, battery check, valve check, running test, and cleaning were conducted, confirming normal operation.